Event description:
It was reported by service report that the bed brakes were not reset at the brake release cycle. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Brake crank assembly.